Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the master tool manipulator (mtm) to correct the issue. Isi has received the mtm involved with this complaint. However, failure analysis has not completed their investigation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that error 23008 occurred on the left master tool manipulator (mtm). The customer attempted to exercise the mtm and recover from the error, but the error immediately returned. The system was power cycled, and the issue was cleared briefly, but the error immediately returned again. The caller hard power cycled the system, and each time, the error returned. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis team. The mtm was analyzed and error 23008 was replicated on the left-hand control. Attempts to exercise the master and recover the error were unsuccessful, as error returned immediately. After power cycling the system, the issue was briefly cleared but reappeared promptly. Testing commenced by checking the system logs and aperture to verify the errors, but no information was found. The mtm was then installed on a known good internal surgeon side console (ssc) and programmed with the customer's latest software. Upon powering on in normal mode, the system displayed a left mtm eevt_mtm_button_envelope error warning 23152. Power cycling the system resulted in the same error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The advanced failure analysis was performed on (B)(6) 2025. It was determined that mtm will have the roll encoder magnet/mount replaced.